Event description:
It was reported that customer was hospitalized for for high blood glucose. Customer stated that he was not feeling well and felt his blood glucose level rise. Customer was admitted for two days. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.